Event description:
Pt was in pediatric intensive care unit for 7 days. Pt has a trach and a mic-key button. The reason pt was in intensive care is because they had a severe bleeding ulcer in their stomach. The mic-key button caused the ulcer. Unk to family member, the design of the mic-key button was changed due to this type of problem. The balloon was moved to the end of the tube to protect the opposite stomach wall from injury from the tube. The design change and the reason for the change was never communicated to family member. If it had been, pt would never have had this problem and the change wasn't in design communicated to them by ballard and supply co. Rptr feels that it is irresponsible of ballard not to have communicated the reason for the design change and not to have recalled the product. Rptr feels that they should recall the product now as many families may still have the old tubes.